Event description:
The dr alleged that during a leep cone procedure, the generator did not produce enough power to adequately perform the procedure. The pt's tissue was torn and bleeding. The dr changed methodology to a cold cone procedure with sutures.